Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20459. It was reported the patient experienced a fall and the patient's scs ipg had eroded through the skin. Subsequently, the physician explanted the ipg and the occipital lead ( off-label). Cultures were taken to test for infection and the results are awaiting.

Manufacturer narrative:
Correction/removal number:1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.